Event description:
This incident occurred when inserting the IV catheter. The nurse had inserted the catheter successfully into a vein and when hooking up the catheter to IV tubing, it was noted that blood was leaking from the end of the catheter (where the white hub is located by the colored "wings" of the catheter). This incident happened twice, with two separate catheters of the same reference number.